Event description:
Additional information was received indicating that approximately four years later, this rv lead was partially abandoned. No additional information obtained from the field representative. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service with no scheduled surgical procedure at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had presented with atypical chest pain symptoms. A cat scan was performed and revealed this right ventricular (rv) lead had perforated the ventricle. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead underwent a thorough investigation. The allegation against the lead could not be confirmed. Upon visual observation, it was noted that the lead was severed. Set screw marks were noted on terminals. The lead passed the continuity test.